Event description:
It was reported that during the implant procedure, the screw did not work after several attempts of repositioning. They removed the lead and noted that the lead appeared "twisted." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fracture (overstress), and blood was noted on conductor and helix; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the screw did not work after several attempts of repositioning. They removed the lead and noted that the lead appeared "twisted." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.